Event description:
Radiometer complaint reference: (B)(4). The user used a safepico70 (lot number: rc52) to draw sample from a patient. Blood spurted everywhere from the syringe and the user noticed the syringe was cracked.